Event description:
Defective contact lens from bausch & lomb which scratched cornea of left eye. This occurred in december. Eye infection flared up over a weekend. Doctor stated that there was a tiny rip in contact lens. Complainant would like FDA to contact her with disposition of this complaint. Complainant still has the defective contact lens in her possesion.